Manufacturer narrative:
Evaluation completed. One opened bl5423wvx pack from lot w1010 was returned. The expiration date on the label was 2019-06-23. The tip protector was not returned. The needle was bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The cutter did not cut. The inner needle was binding up and blocking the port window, preventing cutting and aspiration. It should be noted that a bent needle could contribute to poor cutting performance. The cause of the bent needle cannot be determined. The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility reported the cutter was not cutting. Additional information: there was no impact to the patient, they opened a new pack and completed the surgery.